Event description:
It was reported that 125 days after implantation of a 2.5x16 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 2nd posterior left ventricle branch (plb) of the right coronary artery (rca) a pre-intervention stenosis of 90% was reported. Following percutaneous transliminal coronary ahgioplasty (ptcs) a 2.5x16 mm taxus drug eluting stent was deployed. A post-intervention residual stenosis of 0% was reported. No information concerning lesion calcification or vessel tortuosity was reported. The pt reportedly tolerated the procedure "well." No complications were reported. The pt presented 125 days after the initial procedure with an in-stent restenosis in the 2nd plb of the rca. A pre-intervention in-stent restenosis of 70% was reported. Following ptca, a 2.5x6 mm taxus drug eluting stent was deployed. A post-intervention residual stent of 0% was reported. It was also noted that a 2.5x8 mm taxus stent "could not be advanced into the 2nd plb or withdrawn and was deployed in mid rca and dilated to 3.0. "The pt reportedly tolerated the procedure "well." No complications were reported.